Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. During troubleshooting with tandem technical support (cts) the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer reportedly did not access the bolus screen. Blood glucose level was 139 mg/dl.